Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac artery. A 8.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.